Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced ventricular tachycardia (vt) which was resolved with amiodarone and defibrillation. Additionally, the pump experienced suction that was addressed by lowering pump flow and administering epinephrine and sodium bicarbonate; however, no definitive resolution was noted. The patient was transferred from the cardiac catheterization lab to the intensive care unit, and it was noted the patient expired on support after transport. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.